Event description:
A caller reported encountering a cgm error 42 after a pump recently came out of storage mode. There was no reported adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes from when the pump comes out of storage mode before starting a sensor session and provided complete pump reset information. The caller was guided through a pump reset, after which the error did not reoccur.